Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr. Robert rea at mayo clinic in rochester, mn. A red alert for low shock lead impedance was detected on (B)(6) 2013. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).